Manufacturer narrative:
The service rep found bent pins on the lemo connector. The service rep repaired the pins. The system is operating as intended.

Event description:
The customer reported the system does not fluoro. No pt injury was reported.